Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm. The customer's blood glucose level was 520 mg/dl. The alarm was resolved by a complete set change. The customer declined to return the set and reservoir back for analysis. The customer was advised to call back when the alarm occurs to troubleshoot. The customer was sent a replacement infusion set.